Manufacturer narrative:
Quality safety evaluation received on 29-jun-2016: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. One sample was received and we observed the following: implant is stretched[?] Bent and with external fluids, IFU steps were not performed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jul-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure at the time of the second handle passage in mandrin, this one broke in two parts and a part of the mandrin was found in uterus. This event, interpreted as device breakage, is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that the possibility of micro-insert breaking is an anticipated event; it was amended to listed. In the present case, it is not clear from the reported information in which part of the essure system the breakage occurred. However, since the breakage occurred during the essure insertion procedure a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical complaint investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a health professional (unspecified) in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number d31450 (expiration date 28-nov-2017). First essure system was placed without difficulty. At the time of the passage of the second handle passage in mandrin, this one broke in two parts. A part of the mandrin was found in uterus and was removed. New essure system was taken. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure at the time of the second handle passage in mandrin, this one broke in two parts and a part of the mandrin was found in uterus. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. In the present case, it is not clear from the reported information in which part of the essure system the breakage occurred. However, since the breakage occurred during the essure insertion procedure a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and further information, in order to clarify the event, are expected.

Manufacturer narrative:
Follow-up received on 24-nov-2015 with (B)(4) investigation result: final assessment: batch number - d31450. Production date - 24-nov-2014. Expiration date - 28-nov-2017. (B)(4). Failure mode/mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function, if all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned as of 11/03/2015. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/ identified. Moreover, no medical event(s) were reported, therefore the assessment of a relationship is not applicable. (B)(4). Follow-up from 14-dec-2015: no further information was obtained despite follow-up attempts. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-dec-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure at the time of the second handle passage in mandrin, this one broke in two parts and a part of the mandrin was found in uterus. This event, interpreted as device breakage, is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that the possibility of micro-insert is an anticipated event; it was amended to listed. In the present case, it is not clear from the reported information in which part of the essure system the breakage occurred. However, since the breakage occurred during the essure insertion procedure a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to product technical complaint, no product quality defect was confirmed/ identified. Moreover, no medical event(s) were reported, therefore the assessment of a relationship is not applicable. Despite follow-up attempts, no further information was obtained.